Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 260-400 mg/dl. Reportedly, the pump did not deliver insulin as intended. Review of the pump log by tandem technical support verified the pump functioned as intended, however, the customer maintained the allegation that the pump did not function as intended. Customer addressed bg level with boluses via the pump and administered manual injections. Reportedly, the customer continued to use the pump for insulin therapy.